Manufacturer narrative:
The event occurred in: (B)(6). Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr result from their coaguchek xs meter with serial number (B)(4). Using 5 different fingers the patient obtained meter results of 4.4 inr, 4.3 inr, 3.9 inr, 5.1 inr, and 3.6 inr. The 5 results were all obtained on the same day. The specific time of each measurement was not provided. Clarification has been requested. The customer's therapeutic range was not provided. Clarification has been requested. There is no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 44%, donor 2 hct: 43%. Testing results: donor #1: retention meter and master lot strips: 2.5 inr, customer meter and customer strips: 2.3 inr. Donor #2: retention meter and master lot strips: 4.3 inr, customer meter and customer strips: 4.3 inr. The maximum difference between measurements with the same blood sample was 8%. Relevant retention test strips (lot 272163) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.